Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6) north america. It was confirmed that the pd catheter (not a (B)(6) product) was not able to flush or aspirate well and that the patient was experiencing abdominal pain. As a result, the patient was brought to the ER. However, it was confirmed that the patient did not require hospital admittance and was discharged the following morning on (B)(6) 2026 without any reported medical intervention. On the same day, the patient went back to the hospital and was admitted for persistent abdominal pain. It was stated that it was discovered that the patient had mispositioned pd catheter, and an infected pd catheter as well as pd catheter exit site infection. The patient had the pd catheter removed and was transitioned to hemodialysis. The patient remains in the hospital and is receiving intravenous antibiotics (details are unknown). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).